Manufacturer narrative:
Section a4, a5 and a6: unknown, information was requested but not provided. Section d6b: if explanted; give date: not applicable as the device remains implanted. Section d10: concomitant medical products: healon pro and ophthalmic viscoelastic devices (healon endocoat or viscoat). Section e1: initial reporter's first name: unknown, information not provided. Section e1: state, province, or territory: (B)(6). Section e1: initial reporter's telephone number: (B)(6). Section h3: the device was not returned for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information, a supplemental medwatch will be filed. Attempts have been made with the customer to obtain additional information, however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A doctor reported a complaint concerning the behavior of a monofocal toric intraocular lens (iol) during implantation, specifically highlighting an issue with delayed unfolding and haptics sticking. It was indicated that the lens¿s haptics remained stuck and required separation with instruments. The lens was implanted using healon pro and ophthalmic viscoelastic devices to fill the cartridge. It was confirmed that the lens was successfully implanted. No further information was provided.

Manufacturer narrative:
Additional information/corrected data: the following fields were update based on the additional information received: section b5: additional information indicated that the affected eye was the patient¿s left eye. No additional maneuvers were required to unstick the haptics. There were no unplanned surgical interventions, such as unplanned vitrectomy, sutures, or incision enlargement, and no patient injury (e.g., capsular tear) was reported. No medications outside of the standard treatment regimen were required. It was confirmed that the lens remained implanted without issues. The patient outcome is not available. Section e1: initial reporter's first/given name: (B)(6). Section e1: initial reporter's full address: (B)(6). Section e1: initial reporter's phone: (B)(6). Section e1: initial reporter's email address: (B)(6). Corrected data: upon review, it was noticed that in section g2 of the initial MDR report, the checkbox for ¿distributor/importer¿ was inadvertently not selected. This information has been corrected in this supplemental MDR report, as indicated below: section g2: distributor/importer all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.